Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and no battery voltage anomalies were found. On (B)(6) 2010, the battery voltage with telemetry was 2.79v and the daily measurement was 2.93v. This is within expectations.

Event description:
It was reported that the in-office battery voltage was 2.79v and the prior office visit was 2.96v. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the in-office battery voltage was 2.79v and the prior office visit was 2.96v. It was also reported that the device had early battery depletion and was at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned and analyzed. The elective replacement indicator (eri) is the result of high internal battery resistance. Performance data collected from the device was analyzed, and no battery voltage anomalies were found. On (B)(6), 2010, the battery voltage with telemetry was 2.79v and the daily measurement was 2.93v. This is within expectations.